Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) oversensing and pacing inhibition that led to syncope. Episodes of ventricular tachycardia (vt) due to oversensing of noise were recorded on the device and suspected to be the result of conductor fracture of the rv lead. There were no reported out of range measurements recorded for the rv lead. The patient was subsequently hospitalized and rv sensitivity reprogrammed while they awaited system revision. During the revision procedure, insulation damage was noted on the rv lead. The physician was unable to extract the lead so it was surgically abandoned and replaced while the patient¿s pacemaker remains in service. No additional adverse patient effects were reported.